Manufacturer narrative:
Manufacturer's updated investigation conclusion: analysis of the submitted log file confirmed low speed events, pump stops, and associated alarms while the patient was supported by the mobile power unit (mpu). Based on past experience with the heartmate ii left ventricular assist system (hmii lvas) and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between these findings and hmii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The center reported a change of controller. On (B)(6) 2020 the patient called the vad (ventricular assist device) coordinator to inform low flow alarms on the primary controller (pcx-11724) while the patient was sitting at home. Couple of seconds later it showed driveline disconnected & low speed. The submitted log file contains data from (B)(6) 2020 at 03:44:31 through (B)(6) 2020 at 15:08:37. The pump speed remained above the low speed limit from the beginning of the file until (B)(6) 2020 at 10:03:26. From this time through 11:35:58, intermittent low speed events were captured (including multiple pump stops). These events were associated with low speed advisory, low speed hazard, low flow hazard, and driveline disconnected alarms. It should be noted that a short-to-shield event can trigger the driveline disconnect alarm on the pocket controller software version 7.23. These low speed events and pump stops appeared to occur while the patient was supported by the mobile power unit (mpu). The final events of the file captured driveline disconnected and no external power alarms that appeared consistent with the report that a controller exchange was performed. It was later reported that the patient was sitting comfortably during the alarms and no cause of the alarms was identified. The alarms resolved on their own. The patient was stable and no additional treatment was needed. The patient remains ongoing on hmii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21mar2017. The hmii lvas instructions for use (IFU) and hmii lvas patient handbook address all system controller alarms (including low speed advisory, driveline disconnect, and pump off alarms alarms) and how to respond to such events. Information regarding driveline care can be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number 2916596-2021-02691.

Manufacturer narrative:
Manufacturer's investigation conclusion: examination of the submitted images confirmed the reported driveline disconnect events and associated alarms (pump off, low flow), as well as additional low speed events that were not associated with driveline disconnect alarms. A specific cause for these findings and a direct correlation to heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6) could not be conclusively established through this evaluation. Photos of the system monitor history screen and system controller were submitted for evaluation. The history screen of the system monitor confirmed the reported driveline disconnected events and associated alarms (pump off, low flow), on (B)(6) 2020 between 10:27:05 and 10:27:07. Additionally, there was an incidental finding of the system monitor showing low speed advisory events on (B)(6) 2020 between 10:03:26 and 10:13:17. These low speed events did not appear to be associated with driveline disconnect alarms. Pump speed was captured as low as 2800 rpm. No additional abnormalities were observed in the system controller images. A specific cause for these findings could not be conclusively determined through this evaluation. It was later reported that the patient was sitting comfortably during the alarms and no cause of the alarms was identified. The alarms resolved on their own. The patient was stable and no additional treatment was needed. The patient remains ongoing on hmii lvas, serial number (B)(6) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21mar2017. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. Section 2-12 states that if the driveline disconnects from the system controller, the pump stops. Promptly reconnect it to resume pump operation. Section 7 of this IFU outlines all system controller alarms (including low speed advisory, driveline disconnect, and pump off alarms), as well as how to respond to each alarm. The hmii lvas patient handbook is also currently available. Pages 20 and 131 state that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power. Tables 9 & 10 of this document list all system controller alarms and the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device had low flow alarms while he was seated at home. Then, driveline was disconnected and there were low speed alarms. The alarms resolved on its own. The patient is stable and discharged. Related manufacturer report number #2916596-2020-06121.